Event description:
It was reported that the customer was hospitalized four times within the last three months for low blood glucose levels. The blood glucose levels were not reported. The customer stated that she is a brittle diabetic and her blood glucose levels can fluctuate 150 mg/dl within ten to fifteen minutes. The insulin pump did not pass the displacement test. No other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.